Event description:
Customer states chair has not worked for about a month. No power, not sure about batteries if good or not. Customer had brakes removed or released so she can be pushed around in the house. Customer states that there is battery acid on her carpet. The carpet is ruined it is about the size of her chair. Customer lives in a rental home and will have to pay for it.